Event description:
It was reported that while connected to a patient, the ventilator was not displaying tidal volumes during ventilation. There was no harm to patient. (B)(4).

Manufacturer narrative:
A field service engineer (fse) was on site and started the investigation. The fse found the ventilator functioning normally and could not reproduce the reported problem. Performed pre-use check (puc) passed without deviation and no part was replaced. The ventilator's logs were downloaded and it was returned to service. Our investigation consists therefore only of device log evaluation. Test logs show that performed puc prior to reported event and after the reported event passes successfully. Event logs show that several alarms were generated indicating a stop of ventilation due to high leakage probably due to a disconnection in the patient circuit. This explains the reported problem about missing tidal volume values. The root cause of the generated alarms cannot be determined since the reported problem could not be reproduced, but the absence of technical errors indicates that there was no ventilator malfunction. According to received information, the ventilator is back in service with no further problem reported.